Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that 72 hours op to an exploratory laparoscopic gastro jejunostomy the patient presented and it was discovered the staple line had opened up. They redid the anastomosis. In this procedure, device was used on small bowel with a blue reload. Post-op leak occurred day or so later. During reoperation, the staple line was noticed to be wide open. The linear side to side portion was intact but cross over is where post-op leak occurred. Original indication for surgery was cancer. The patient developed sepsis and expired. In initial surgery, the staple lines looked good. It was the 3rd or 4th firing. No signs of ischemia and in reoperation the staples looked formed.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2021. One photo received. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an internal tissue being taken by a person that is showing a staple line with a rupture or interruption between the beginning and the end. Is possible that the leak reported could occurred due to the rupture, however no conclusion could be reached as to how this issue occurred through photo analysis. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.